Event description:
It was reported that the lead was successfully explanted and replaced due to high pacing thresholds.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.